Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, and signs of melting. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device found that the fiber metal cap is detached. There was no patient outcome reported.